Event description:
Worsening pain right knee/ generalized pain at this point in her right knee [arthralgia aggravated]. Worsening pain and swelling right knee [swelling of r knee]. Redness on the top of her knee [injection site joint erythema]. Case narrative: initial information received on 02-jun-2021 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced worsening pain right knee/ generalized pain at this point in her right knee, worsening pain and swelling right knee and redness on the top of her knee while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included right knee pain with weight bearing activties/ pain diffusely around knee, dilatation and curettage, arthritis of the right knee, former smoker, pain going up and down stairs and popping and clicking/ positive patellar crepitus (joint noise). The patient's past medical treatment included cortisone in (B)(6) 2017. The patient's past vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing fibromyalgia, rheumatoid arthritis and sulfa allergy (drug hypersensitivity). Concomitant medications included naproxen sodium (aleve); alprazolam; acetylsalicylic acid (aspirin); chondroitin sulfate sodium, glucosamine sulfate potassium chloride, methylsulfonylmethane (glucosamine & chondroitin & msm); pregabalin (lyrica); magnesium oxide; hydroxychloroquine sulfate (plaquenil); monascus purpureus (red yeast rice); tramadol; and paracetamol (tylenol extra strength). On (B)(6) 2017, the patient started taking hylan g-f 20, sodium hyaluronate injection in right knee (dosage, frequency, route, batch number unknown) for arthritis of the right knee. The lot number was requested. The injection was administer without any complications and the patient was advised to ice the knee. On an unknown date in (B)(6) 2017, after unknown latency, initially after the injection, the patient had worsening pain right knee and swelling (joint swelling and arthralgia) as well as redness on top of her knee (injection site joint erythema) reportedly, it took 2-3 days to improve. The patient did have the pain for the next 2 weeks as well. On (B)(6) 2018, during the doctor visit, the patient had been continuing to function and denied any recent fevers, but the pain was generalized at that point in her right knee. The review of systems revealed no shortness of breath, dizziness, chest pain, palpitations, fever or chills, no gait instability, dysarthria. And the patient was well developed and well nourished. The musculoskeletal system examination revealed pain on palpation over the medial and lateral joint line and positive patellar crepitus and the arthritis of the patient was stable in the knee. The patient was recommended to ice the knee. On (B)(6) 2018, during the follow up visit, the patient had improved and was able to function without any major limitations. The patient was to continue use of knee brace, started on an unknown date. The patient was doing well at that point. Relevant laboratory test results included: x-ray - on (B)(6) 2017: [mild medial joint space narrowing, proximal medial tibia sclerosis, patellofrmoral chrondromalacia] action taken: not applicable. Corrective treatment- knee brace for athralgia and not reported for rest of the events. At time of reporting, the outcome was recovered for all events.

Event description:
Device malfunction [device malfunction]. Worsening pain right knee/ generalized pain at this point in her right knee [arthralgia aggravated]. Worsening pain and swelling right knee [swelling of r knee]. Redness on the top of her knee [injection site joint erythema]. Case narrative: initial information received on (B)(6) 2021 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced worsening pain right knee/ generalized pain at this point in her right knee, worsening pain and swelling right knee, device malfunction and redness on the top of her knee while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included right knee pain with weight bearing activties/ pain diffusely around knee, dilatation and curettage, arthritis of the right knee, former smoker, pain going up and down stairs and popping and clicking/ positive patellar crepitus (joint noise). The patient's past medical treatment included cortisone in (B)(6) 2017. The patient's past vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing fibromyalgia, rheumatoid arthritis and sulfa allergy (drug hypersensitivity). Concomitant medications included naproxen sodium (aleve); alprazolam; acetylsalicylic acid (aspirine); chondroitin sulfate sodium, glucosamine sulfate potassium chloride, methylsulfonylmethane (glucosamine & chondroitin & msm); pregabalin (lyrica); magnesium oxide; hydroxychloroquine sulfate (plaquenil); monascus purpureus (red yeast rice); tramadol; and paracetamol (tylenol extra strength). On (B)(6) 2017, the patient started taking 48 mg/16 ml hylan g-f 20, sodium hyaluronate injection in right knee (dosage, frequency, route) (batch number: 7rsl021) for arthritis of the right knee. The lot number was requested. It was also reported that device used from the batch had the issue device malfunction.the injection was administer without any complications and the patient was adviced to ice the knee. On an unknown date in (B)(6) 2017, after unknown latency, initially after the injection, the patient had worsening pain right knee and swelling (joint swelling and arthralgia) as well as redness on top of her knee (injection site joint erythema) reportedly, it took 2-3 days to improve. The patient did have the pain for the next 2 weeks as well. On (B)(6) 2018, during the doctor visit, the patient had been continuing to function and denied any recent fevers, but the pain was generalized at that point in her right knee. The review of systems revealed no shortness of breath, dizziness, chestpain, palpitations, fever or chills, no gait instability, dysarthria. And the patient was well developed and well nourished. The musculoskeletal system examination revealed pain on palpation over the medial and lateral joint line and positive patellar crepitus and the arthritis of the patient was stable in the knee. The patient was recommended to ice the knee. On (B)(6) 2018, during the follow up visit, the patient had improved and was able to function without any major limitations. The patient was to continue use of knee brace, started on an unknown date. The patient was doing well at that point. Relevant laboratory test results included: x-ray - on (B)(6) 2017: [mild medial joint space narrowing, proximal medial tibia sclerosis, patellofrmoral chrondromalacia]. Action taken: not applicable. Corrective treatment- knee brace for athralgia and not reported for rest of the events. Outcome: unknown for device malfunction; recovered for rest all the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 with global ptc number: 100131460 for synvisc one. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented date of completion: (B)(6) 2021. Follow up information was received on 02-jun-2021 and 07-jun-2021 (both non-significant, processed with clock start date of 02-jun-2021) from healthcare professional. Global ptc number added. Additional information was received on 18-jun-2021 from the healthcare professional. Ptc results were added. Batch number added. Additional event of device malfunction added. Clinical course updated and text amended accordingly.

Event description:
Device malfunction [device malfunction] worsening pain right knee/ generalized pain at this point in her right knee [arthralgia aggravated] worsening pain and swelling right knee [swelling of r knee] redness on the top of her knee [injection site joint erythema] case narrative: initial information received on (B)(6) 2021 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced worsening pain right knee/ generalized pain at this point in her right knee, worsening pain and swelling right knee, device malfunction and redness on the top of her knee while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included right knee pain with weight bearing activities/ pain diffusely around knee, dilatation and curettage, arthritis of the right knee, former smoker, pain going up and down stairs and popping and clicking/ positive patellar crepitus (joint noise). The patient's past medical treatment included cortisone in (B)(6) 2017. The patient's past vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing fibromyalgia, rheumatoid arthritis and sulfa allergy (drug hypersensitivity). Concomitant medications included naproxen sodium (aleve); alprazolam; acetylsalicylic acid (aspirine); chondroitin sulfate sodium, glucosamine sulfate potassium chloride, methylsulfonylmethane (glucosamine & chondroitin & msm); pregabalin (lyrica); magnesium oxide; hydroxychloroquine sulfate (plaquenil); monascus purpureus (red yeast rice); tramadol; and paracetamol (tylenol extra strength). On (B)(6) 2017, the patient started taking 48 mg/16 ml hylan g-f 20, sodium hyaluronate injection in right knee (dosage, frequency, route) (batch number: 7rsl021) for arthritis of the right knee. The lot number was requested. It was also reported that device used from the batch had the issue device malfunction. The injection was administer without any complications and the patient was advised to ice the knee. On an unknown date in (B)(6) 2017, after unknown latency, initially after the injection, the patient had worsening pain right knee and swelling (joint swelling and arthralgia) as well as redness on top of her knee (injection site joint erythema) reportedly, it took 2-3 days to improve. The patient did have the pain for the next 2 weeks as well. On (B)(6) 2018, during the doctor visit, the patient had been continuing to function and denied any recent fevers, but the pain was generalized at that point in her right knee. The review of systems revealed no shortness of breath, dizziness, chest pain, palpitations, fever or chills, no gait instability, dysarthria. And the patient was well developed and well nourished. The musculoskeletal system examination revealed pain on palpation over the medial and lateral joint line and positive patellar crepitus and the arthritis of the patient was stable in the knee. The patient was recommended to ice the knee. On (B)(6) 2018, during the follow up visit, the patient had improved and was able to function without any major limitations. The patient was to continue use of knee brace, started on an unknown date. The patient was doing well at that point. Relevant laboratory test results included: x-ray - on (B)(6) 2017: [mild medial joint space narrowing, proximal medial tibia sclerosis, patellofrmoral chrondromalacia] action taken: not applicable. Corrective treatment- knee brace for athralgia and not reported for rest of the events. Outcome: unknown for device malfunction; recovered for rest all the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 with global ptc number: (B)(4) for synvisc one. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented date of completion: (B)(6) 2021. Follow up information was received on 02-jun-2021 and 07-jun-2021 (both non-significant, processed with clock start date of 02-jun-2021) from healthcare professional. Global ptc number added. Additional information was received on 18-jun-2021 from the healthcare professional. Ptc results were added. Batch number added. Additional event of device malfunction added. Clinical course updated and text amended accordingly. Based on the information received on 18-jun-2021, the listedness was updated to unlisted from listed. Text amended accordingly.